Event description:
On 4/16/96 the pt underwent a rotational atherectomy & ptca procedure in which this device was allegedly used. Post procedure pt. Experienced multiple medical symptoms. Performance of an echocardiogram showed pericardial effusion with tamponade. Surgery on 4/17/96 revealed a right ventricular perforation allegedly sustained during the atherectomy/ptca procedure.